Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 179 mg/dl and the sensor glucose was 84 mg/dl at the time of the incident. Customer's blood glucose value prior to call was 245 mg/dl. Insulin delivery was suspended due to sensor glucose values. The customer was advised issue is most likely due to sensor not situated properly preventing the sensor from properly tracking changes in glucose. Customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Products will not be returning for analysis.